Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide correction to the initial e1, e2, e3. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as a non-olympus stent and it is likely that the stent could not be dislodged due to physical damage of the device. However, olympus could not specify cause of which the foreign material remained in the device from the collected information. The event can be detected and prevented by following the instructions for use which state: "tjf-q190v operation manual includes the detection way at 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual includes the preventive measures at 5.5 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections a2, a3, a4, a5, and b5).

Event description:
Additional information was provided by customer. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure took approximately 18 minutes to complete successfully with no delay. The procedure was completed using the same set of equipment. The issue did not affect the outcome of the procedure. The customer's nurse manager further reported that the subject device was new to the facility and that a crimp/wrinkle at the distal end of the scope may have caused the stent to become stuck in the scope. The patient has been reported as doing fine.

Manufacturer narrative:
The device was evaluated by olympus. The olympus market quality engineer did a visual inspection of the physical scope in its received condition and tested the scope using a borescope instrument; the borescope was inserted through the biopsy port and noted a couple black spots/stains and very little debris/fibers found in the channel. Additionally, there was evidence of a kink in the channel near the distal end entrance. The scope¿s channel was also tested using a sphincterotome. The sphincterotome was inserted through the biopsy port, and it was noted that it moved smoothly through the channel up until it reached the distal end. There, the sphincterotome did not exit the distal end smoothly because it would get stuck at the kink. More force was needed to fully expose the sphincterotomy through the distal end. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a stint device (cook medical geenan pancreatic stent ref # spsos -5¿5.035 inch, 5cm long, 5 fr/lot c1766546 exp 10/7/2023) was found lodged in the evis exera iii duodenovideoscope from a previous procedure. After the original procedure that took place on (B)(6) 2023, the sting-lodged scope was identified as being used in four (4) additional procedures. During the fourth procedure, the customer ultimately discovered that the stent was still lodged in the scope after being reprocessed for the fourth time. An olympus endoscopy support specialist (ess) has been scheduled for an on-site visit to observe reprocessing techniques. This complaint is being reported for the procedure that took place on (B)(6) 2023, where the customer unknowingly was using the pancreatic stent device that was lodged scope channel. The cook medical fs-omni sphincterotome, the cook medical fs-bdb [1] 4x6 biliary dilation balloon, and the cook medical fs-qeb-a extraction balloon were all used, along with the evis exera iii duodenovideoscope. The scope was decontaminated and reprocessed per manufacturer instructions, and the channel was tested prior to going into the olympus automated endoscope reprocessor (oer) with a healthmark's channel check for carbohydrates, proteins, and blood, and all tested negative. Until this procedure, the customer was unaware that there was a retained stent until the scope was used. During this case, a cook medical cytology brush (ref. # fs-cb-1.5-s) was used, followed by a cook medical evolution biliary stent (ref. # evo-1¿11-6-b). When the stent placement system was pushed through the scope, the stent fell out. At this point, the customer conducted scope and stent tracing and routed it back to the original case on (B)(6) 2023. The customer has verified that all reprocessing was done per manufacturer instructions by individuals who have been trained by olympus and had their competency validated. The scope was immediately sequestered until an internal review was completed and then returned to olympus for inspection and investigation. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(6) (event date(B)(6) 2023/tjf-q190v/sn:(B)(6) ). This complaint is related to patient identifier (B)(6)(event date(B)(6) 2023/tjf-q190v/sn:(B)(6)). This complaint is related to patient identifier (B)(6)(event date: (B)(6)2023/tjf-q190v/sn:(B)(6)). This complaint is related to patient identifier (B)(6)(event date: (B)(6)2023/tjf-q190v/sn:(B)(6)).